Event description:
It was reported that at the pt's pump replacement, the surgeon was unable to aspirate the catheter; the decision was made to leave it implanted. At the first two refills following replacement there was more volume than expected. At the first refill 4 ml were expected, actual reservoir volume was 12 ml. At the second refill there was a volume discrepancy greater than 25%. The expected reservoir volume was 4.2 ml, the actual reservoir volume was 16 ml. The physician was planning to do a rotor study. If the pump was working properly, a catheter revision was possible. No pt symptoms, treatment, or outcome was reported. The pt's pump contained dilaudid. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Refers to the catheter.